Manufacturer narrative:
OEM manufacturer: the manufacturing location for this product is imf. This site is an OEM manufacturing site. Therefore, bd corporate headquarters in (B)(4) has been listed. And the (B)(4) FDA registration number has been used for the manufacture report number. (B)(4). Investigation summary: one mfx2409 sample from lot mc002 were received with open packaging for investigation; the mfx2409 sample was received with a c35 bag access product spiked into a semi-rigid container. A visual inspection of the mfx2409 sample identified that the grips of the safety sleeve of the n35 had been damaged and snapped off. The sample was then subjected to functional testing alongside the c35 component, no functional issues were identified during testing of the product either during connection or disconnection of the n35 from the c35. The details of this feedback were shared with the legal manufacturer of the product, impromediform gmbh for investigation. A review of the production records from lot mc002 did not identify any in-process testing failures or quality deviations which may have resulted in a report of this nature. Previous investigations for reports of this nature have confirmed that the damage observed to the grips of the safety sleeve are likely to have occurred as a result of the injector not been pulled back prior to attempting to remove the component; if the components are not correctly disengaged it can lead to the needle of the component being exposed upon attempts to disconnect the products. A review of the customer feedback database indicates that this is a rare occurrence with a small number of similar reports against the mfx2409 set in the past 12 months.

Event description:
It was reported that the connecting set with n35 injector was difficult to disconnect after priming, and more force was used to pull it off. As a result, the set disconnected with the needle exposed, and the blue component tip was found damaged. The following information was provided by the initial reporter, translated from (B)(6) to english: "after connecting a saline bottle with a spike set, mfx2409, and an infusion set, the hcp performed priming. After priming, the hcp attempted to disconnect mfx2409 but did not disconnect it properly; the hcp then added more force to pull it away. Mfx2409 was then disconnected with the needle exposed (not retracted). When checking the product, the blue compoment tip was found to be damaged."